Manufacturer narrative:
Literature reference: doi: 10.1253/circj.cj-18-0672. If information is provided in the future, a supplemental report will be issued.

Event description:
This was a retrospective multicenter study (retrospective comparison of long-term clinical outcomes between percutaneous coronary intervention and medical therapy in stable coronary artery disease with gray zone fractional flow reserve (ffr)). Between june 2005 and december 2016, patients with ffr 0.75¿0.80 in a native coronary artery were identified. The patients with ffr 0.75¿0.80 were categorized into 2 groups according to the therapeutic approach to the target coronary artery: pci using des (pci group) or medical therapy (medical therapy group). Pci was performed in the standard manner using a des. The patients who underwent pci were treated with aspirin and another antiplatelet agent such as clopidogrel or prasugrel for at least 6 months after pci. The primary endpoint was target vessel failure (tvf), defined as a composite of cardiac death, mi and ischemia-driven target vessel revascularization( tvr). Secondary endpoints included the individual components of the primary endpoint, a composite of cardiac death or mi; clinically-driven tvr; urgent tvr; and stroke. 263 patients constituted the final study population: 78 patients in the pci group and 185 patients in the medical therapy group. 1 resolute integrity (medtronic) was used in the pci group. The median follow-up period in the pci and medical therapy groups was 3.0 years and 3.9 years. Clinical outcomes in the pci group included tvf, cardiac death, mi, ischemia and clinically driven tvr, urgent tvr and stroke.